Manufacturer narrative:
Evaluation summary: the distal tip was flared. The balloon was slightly inflated and the distal cone was pulled in on itself. The balloon bond was stretched. The transition shaft was flattened and twisted beginning at the guidewire entry port and extending 7.6cm proximally along the shaft. Crystallized residue was visible in the inflation lumen and balloon. The device was placed in a waterbath to disperse the residue; on removal of the device it was not possible to inflate the balloon to perform deflation time testing due to the stretching of the balloon bond. (B)(4).

Event description:
It was reported that the physician was attempting to treat a mid rca lesion exhibiting no vessel tortuosity and 70% stenosis using a euphora balloon. No damage was noted to the device packaging and no issues were noted removing the device from the hoop/tray. The device was not inspected prior to use. Negative prep was performed successfully. The lesion was not pre-dilated. It was reported that during the procedure inflation difficulties were encountered during first balloon inflation at 11atm for 30 seconds. It was reported that the device would not deflate at the lesion site and difficulty was experienced during attempts to remove the device. The physician attempted to manually pull negative pressure on the device. An attempt was made to dilute contrast more than it was diluted initially. The physician manually pulled the balloon back into the guide and removed the balloon successfully while still inflated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device or excessive force used. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.